Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. No frozen screen, no pump error 23 alarm and all buttons functioning properly noted. No damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and insulin pump error alarm. Customer stated that they received a stuck button alarm and now the screen was showing a blank display. Customer stated the time clock was not advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.